Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Event date not provided/unknown. Additional 510k number: k101880.

Event description:
It was reported that the patient had pain and numbness with no improvement. The implant was removed from tooth site 19.

Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was received for evaluation. The reported condition of nerve injury was not confirmed. Visual evaluation of the as returned product identified signs of wear from use and debris about the threads. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Event description:
No additional or corrected information to report.